Manufacturer narrative:
The hospital biomed replaced the flow sensors. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/20/16 phone discussion with customer contact, 12/21/16 follow-up voice mail, and 12/27/16 follow-up voice mail.

Event description:
The hospital reported that, during a case, the unit alarmed that only volume ventilation was available. There was no reported patient injury.